Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the stylet could not be removed from the left ventricular lead. The physician elected to implant the lead with the stylet inserted. No patient symptoms were reported.